Event description:
It was reported that the lead had fractured and had oversensing. The patient received inappropriate shocks. The lead was explanted and replaced. There were no further patient complications reported as a result of this event. In addition there is an allegation from an attorney that indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4) leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.